Event description:
Consumer contacted dexcom to report no audio output. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Data log received determined that the device was working accroding to patient settings. The patient did receive alerts.